Event description:
Same case as 2134265-2009-02634. It was reported that during an unspecified procedure, two balloon ruptures occurred. The 80% stenosed lesion was located in a moderately calcified and non tortuous circumflex artery. The physician attempted to predilate and on the first inflation, the 3.0x8mm apex balloon was inflated to seventeen and a half atmospheres, and ruptured. The physician then direct stented the vessel. The patient status is listed as fine with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is considered user error related, as the device was not used in accordance with the dfu. The device was inflated past the rated burst pressure. (B)(4).